Manufacturer narrative:
Follow-up #1: date of submission 9/7/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/12/2016 with the following findings: testing could not duplicate complaint. Black box and cgm history show ¿cs213¿ cgm glucose above user limit warnings. Review of user setting show cgm high limit alert was enabled and set to 300mg/dl with 60min snooze time. All bg readings in cgm history are below 300mg/dl on (B)(4) 2016, no cs213 observed on (B)(4) 2016. Unrelated to the complaint, the battery compartment is cracked below grip pad to case seal.. Test transmitter was paired with the pump correctly. Bg calibration of 120 mg/dl was accepted in both attempts within 2hr. Pump and transmitter ran over night with a steady reading of 115 mg/dl within +/- 20%..4. No alarms occurred during the investigation, test ¿cs213¿ warning was simulated with 120mg/dl as threshold and 30min as snooze time. The pump gave the appropriate ¿cs213¿ warning audible and visible alert.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a cgm (dex 045) issue: patient reports no sound alarm for high bg alert. Patient states their blood glucose has been over the amount set in high glucose alert and no alarm was sounded. Customer support confirmed the patient has alarm enabled and set for "h." This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery. There was no indication that the product caused or contributed to an adverse event.